Event description:
It was reported that on (B)(6) 2014 two stents were implanted; a 2.5x28mm xience xpedition and a 2.25x15mm xience xpedition, in the mid to proximal left anterior descending artery and in the 1st diagonal (d1). On (B)(6) 2015, the patient developed angina pectoris and in-stent restenosis of 95% in the mid to proximal left anterior descending artery and 80% restenosis in the d1. Treatment through predilatation was completed with a non-abbott balloon catheter and a non-abbott stent. The patient is doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the anatomy. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.5 x 28mm xience xpedition referenced was filed under a separate medwatch manufacturer report number.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: it was confirmed that the patient was compliant with his dapt (dual antiplatelet therapy) after the procedure. He took brillique and aspirin for 12 months. Prior to the initial procedure, the patient presented an unstable angina. A balloon angioplasty was performed to prepare the lesion.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.